Event description:
It was reported, the patient was not able to adjust stimulation and their programmer displayed a ¿call your doctor¿ icon. It was stated, the patient¿s device had a power on reset (por) condition and the por message was seen the night prior to report. It was noted, the patient¿s stimulation was at about 7.2 volts but they could not get to that screen. It was stated, they were going to increase their ¿numbers¿ because, the patient wasn¿t really feeling stimulation. It was noted, the patient hadn¿t used their programmer for about 2 months. Reportedly, before implant if the patient stood up they would pee all over themselves and once they got the implant that stopped but sometimes they would get the urge to go and would wear a diaper. It was stated, the patient went from a bag every day to a bag once a month. It was noted the device helped and the programmer worked about two months prior to report. It was later reported, the healthcare provider was experiencing telemetry issues. It was stated, they tried to read the patient¿s implantable neurostimulator (ins) three times with ¿no response from the neurostimulator.¿ according to manufacturer records, the patient had two devices implanted at the time of report and it was unknown which was referenced here. Therefore, reference regulatory report #3004209178-2013-20363.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# v738951, implanted: 2011 (B)(6); product type lead product ID 3889-28, lot# v732559, implanted: 2011 (B)(6); product type lead. (B)(6).